Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 403 mg/dl. Cause of bg level was not known. Additionally, the cartridge was leaking from the septum. Customer loaded a new cartridge and administered a bolus via the pump in attempt to address the issue and went to the emergency room with high ketones identified as life-threatening by a healthcare provider. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin, "potassium, lactross for blood pressure", resolving the issue with no permanent damage. The customer reverted to an alternate method of insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain discharge date; however, customer did not respond.